Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful use of the subcutaneous lead for ICD implant in a small child with congenital long qt syndrome. Europace 2011, 13: i65. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a subcutaneous lead. The authors described a case where ten days post implant the patient developed a pericardial effusion requiring surgical drainage. The status/disposition of the lead is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.